Event description:
It was reported that a device alarmed for a system error 322. There was no pt incident reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was able to reproduce system error 322 during testing, but could not identify the specific failure. However, the upper and lower aux are known contributors to system error 322. The upper and lower aux will be replaced.